Event description:
The customer observed a falsely elevated ca19-9xr result for one patient on the architect i1000sr analyzer. The following results were provided: sid (B)(6). (Note: previous value: 2 u/ml), initial: 55.7 u/ml, repeat 3.8 u/ml, 5.4 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. High test results patient; no known impact or consequence to patient. This report is being filed on an international product, architect ca19-9 list 02k91-25 that has a similar product distributed in the us, list number 02k91-27. The complete sid is: sid (B)(4). An evaluation is in process.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect ca19-9xr reagents list 02k91-25 lot 33394m500 manufactured in (B)(4) USA to the architect i1000sr analyzer list 01l86-01 sn(B)(4) manufactured in (B)(4) USA. MDR 1628664-2014-00210 has been submitted and all further information will be documented under that manufacturer report number.